Manufacturer narrative:
The suspect device was evaluated onsite by an olympus field service engineer. No problems were found with the suspect device. The investigation is ongoing and a conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that "upper scopes" were not recognized but "lower scopes" were recognized when using the olympus, cv-190, video system center with the olympus, model clv-190, evis exera iii xenon light source. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus. Report #1 of 3 due to multiple events and device reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon of ¿scope detection does not work¿ was reproduced onsite and was attributed to the light source device that was combined with cv. Unable to identify the root cause of the phenomenon since further information was not available. Olympus will continue to monitor field performance for this device.